Event description:
It was reported that the user experienced recurrent signal loss between the dexcom g7 continuous glucose monitor (cgm) sensor and the ilet pump, with the pump not displaying the readings while glucose values continued to display on the phone; occurrences were noted frequently over the past month, especially when wearing a sweatshirt and at night, and the pump had current firmware and bluetooth. No adverse clinical symptoms reported. Outcomes included no alerts or alarms related to the sensor on the pump, continued in-range glucose, and no medical intervention or hospitalization. User support included remote review of device history, alarm history review, confirmation of firmware and bluetooth status, user education on pairing behavior, and a device restart. Investigation of this case revealed apparent intermittent bluetooth communication disruption between the sensor-transmitter and the ilet pump, consistent with environmental or body-position interference, with no evidence of sensor failure or pump hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was wireless communication interference.